Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ('gel previously released'/ potentially damaged cable) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the 'gel previously released' flag is the damaged cable and internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his belt. The pt's download revealed multiple 'gel previously released' flags without an actual prior gel release, indicating a potentially damaged cable. The pt was issued a replacement electrode belt.